Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements out of range. Technical services (ts) reviewed and noted this patient had a medtronic device. Ts recommended to have guidelines from their technical services as well. This lead remans in service. No adverse patient effects were reported.